Manufacturer narrative:
UDI: (B)(4). Investigation is ongoing.

Event description:
As reported, during a tf tavr case the delivery system balloon ruptured during valve deployment. The valve was fully deployed. During withdrawal of the burst balloon, it caught on the esheath. A perforation of the femoral artery occurred, but the devices were able to be removed from the groin in the cardiac cath lab. An occlusion balloon inflated from the contralateral side was used to occlude flow and control bleeding while the patient was taken to the or for a surgical vascular repair. The patient remained stable the entire time. There was minimal annular calcification but considerable supra-annular calcification. The balloon severed during removal through the sheath and was found on the back table. Nothing was left in the patient.